Event description:
While performing onsite service for the device, it was identified by an authorized support engineer that the gas cylinder requires replacement. There was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty gas cylinder. Replacement part has been requested/ordered to resolve issue. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the gas cylinder. Replacement part was confirmed shipped/delivered/consumed to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.